Manufacturer narrative:
The unit was received with no button response due to corroded keypad traces. No button error alarm or moisture inside of the pump were noted. The operating currents could not be checked due to the lack of button response. The pump did not alarm with failed battery test. A connector on the lcd board was inspected and the keypad connector was not unlocked. The pump also had minor scratches on the display window, cracked casing at a display window corner, and a cracked reservoir tube lip. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump's buttons became unresponsive during her exercise class. She then removed the battery and reinserted it and the pump alarmed with failed battery test. After changing the battery completely the pump received a button error alarm. Troubleshooting was initiated for the button error alarm. The customer stated that she had sweated on the pump in the past but no visible moisture ever got inside. Moisture exposure troubleshooting occurred and the customer confirmed that the button error appeared around the time the pump was exposed to sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.